Event description:
It was reported that the customer had a blood glucose level above 650 mg/dl. Customer was admitted in the hospital for two days and was wearing the pump at the time of ER visit. Customer was admitted on (B)(6) 2014 at 5:30 pm. Customer was hospitalized due to high blood glucose levels and diabetic ketoacidosis. Customer had nausea, dehydration, and a high urination rate. Customer stated that all morning she was bolusing a lot and did not have her glucometer with her to check while she was at work. When customer got home, she checked and her blood glucose level and it was over 650 mg/dl. Customer stated that the pump had been removed prior to inserting a new infusion set. Customer stated that she self-medicated and never actually threw up. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).